Manufacturer narrative:
New sensor glucose readings do not show on your pump after your sensor session ends. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 506 mg/dl. Elevated bg was addressed via a manual injection. Tandem technical support confirmed that the pump and related supplies were functioning as intended; however, customer reported removing the cgm sensor while playing at the beach. Tandem technical supported educated customer that removing the sensor renders the control iq feature inactive. Caller acknowledged and understood.